Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was getting poor communication with the antenna attached, and was not resolved with normal troubleshooting. Patient stated they also stopped feeling stimulation around april and was not getting symptom control. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
3004209178-2018-17179-1 if information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstance that led to the poor communication/loss of stimulation was that they believed the battery was no longer functioning after 3 years. The patient stated that they tried to problem solve using the book which was included with the device before contacting the manufacturer. As a step taken to resolve the issue, the patient contacted the manufacturer's device support where they were walked though various steps to attempt ¿rebooting¿ the device. The patient was told to contact their doctor¿s office to schedule an appointment. There were no further complications reported or anticipated.